Manufacturer narrative:
On (B)(6) 2019, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on (B)(6) 2019, patient reported this event to the FDA under mw5089637 on (B)(6) 2019. Patient also experienced fatigue, vertigo, repetitive upper respiratory infections and child born with severe respiratory complications post procedure. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with two 375cc mentor smooth round high profile memorygel breast implants experienced left breast pain, left auxiliary pain, left chest pain, autoimmune complications, diabetes, cardiomyopathy, ovary failure, early menopause, hashimoto's disease and dizziness post procedure. The mentioned complications have not been confirmed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the right breast prosthesis. See 1645337-2019-19974 for contralateral prosthesis report.